Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issues of short count and packaging damaged/ defective were confirmed upon inspection of the photos. During the manufacturing process, there is an auto ¿ check weigher to maintain the correct count. The check weigher at the secondary packaging machine has been challenged and was able to reject packages with missing syringe. Current control is a 2 hourly in-process inspection in place to check for short count. The team carried out a simulation and confirmed that the auto-check weigher was able to reject the defect. The nonconformance could have been an escapee returned to the auto-check weigher machine after being rejected from the line. The production technician could have unknowingly returned the box before replacing the missing syringe. Action was taken to re-train the technician on re-processing and re-weighing the carton. The affected lot was manufactured before the action taken. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Event description:
It was reported that bd syringe 3ml ls had packaging damaged/ defective customer received the item of bd302106 and notices the quantity of the syringes is only 98 pieces instead of 100 pieces. Moreover, one of the syringe does not have its packaging as shown in the attachment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.